Manufacturer narrative:
Blocks b3: event date and d6b explant date are approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this ambicor penile prosthesis (app) was explanted due to an unspecified device problem. No patient.

Event description:
It was reported that this ambicor penile prosthesis (app) was explanted due to an unspecified device problem. There were no patient complications reported.

Manufacturer narrative:
Correction to field b5. Event description the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.